Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after several hours without insulin delivery, during which support guided the caregiver through tubing priming until drops were observed and a site-only change, and provided education on limited-access settings to prevent unintended pump interactions. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and restoration of insulin delivery with monitoring advised. Investigation included remote troubleshooting and user education. Investigation of this case revealed interrupted insulin delivery consistent with an inadvertent pump rewind and unprimed tubing prior to resumption of therapy, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related interruption of insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.